Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that a constant e011 error in generator caused the beeping sound. A fuse blown on the power tray and the gfi circuit tripped in the charger enclosure. The fuse was replaced in troubleshooting and gfi circuitry was reset. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the imaging system. It was reported that outside of a procedure that after powering on the system it was continuously beeping. The image acquisition system (ias) showed all red x's for the initialization. The site rebooted multiple times with no change. There was no patient present.